Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open whipple procedure during resection of the hepatic artery, the staples did not form. The staple line on the hepatic artery subsequently fell apart, resulting in bleeding from the hepatic artery staple line. Surgical repair of the hepatic artery was done using a suture.

Event description:
It was reported that during an open whipple procedure, during resection of the hepatic artery, the staples did not form. The staple line on the hepatic artery subsequently fell apart, resulting in bleeding from the hepatic artery staple line. Surgical repair of the hepatic artery was done using a suture. It was noted that the surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.